Event description:
Caller (pt self tester) alleged discrepant inratio results. Results as follows: date: (B)(6) 2013; inratio: 3.0; lab: 1.24. Time between tests: 10 minutes. Therapeutic range: 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter (inr): 3.00; reference (inr): 1.24; mean: 2.12 and confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. Since a lot number was not provided, and the product associated with the complaint is not expected to return, product support was unable to perform further investigation. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Unable to perform retained strip test due to unk strip lot number. No further investigation is possible. Root caused could not be determined from the info provided. Trend analysis is not required at this time as no strip lot info was provided. This issue will be subject to future tracking. Corrective action not required at this time.